Event description:
It was reported that "2 cases of bent needles from lot number 74f26a0980." Two cases were reported. Associated mdrs: 3006425876-2026-00644. Additional information received on may 26, 2026, indicated that "the incident was observed during the procedure: "upon contact with the yellow ligament." The patients' condition was not affected by the defective medical device; the only consequence was the need to repeat the procedure. No medical intervention was necessary."

Manufacturer narrative:
(B)(4).